Event description:
It was reported by customer that the introducer would not advance. When it was removed and inspected, a notch was noted where the inner and outer introducer segments join. Additional information received: it was stated the event directly affected patient, had to find alternate introducer. The event did not involve an urgent/life threatening medical situation, routine insertion. Additional information received 17 august 2023: the patient was in intensive care intubated, sedated, infusing vasopressors and in need of central line access. The defect was discovered upon trying to insert introducer and meeting significant resistance, almost recoiling. Introducer advanced through skin, but unable to access vein. No harm came to patient, this did not delay care, no negative impact noted. A new introducer kit was utilized and further PICC placement was successful.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that the introducer would not advance. When it was removed and inspected, a notch was noted where the inner and outer introducer segments join. The customer states this is the second time this has happened. Additional information received: it was stated the events directly affected patients, had to find alternate introducer. The event did not involve an urgent/life threatening medical situation, routine insertion. This report addresses the first event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult insertion is confirmed but the exact cause remains unknown. Three photo samples of a microez microintroducer were provided for evaluation. The first image showed the distal end of the dilator and introducer sheath. Deformation on the sheath was observed. The second photo shows another angle of the damaged region. Inward bunching of the sheath tip was present. The third image is of a product sticker label indicating lot: rehn3194. Based on the information provided, possible contributing factors include advancement against resistance, steep insertion angle, and inadequate skin nick. Since bunching of the sheath and evidence of a difficult insertion was noted, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported by customer that the introducer would not advance. When it was removed and inspected, a notch was noted where the inner and outer introducer segments join. Additional information received: it was stated the event directly affected patient, had to find alternate introducer. The event did not involve an urgent/life threatening medical situation, routine insertion. Additional information received 17 august 2023: the patient was in intensive care intubated, sedated, infusing vasopressors and in need of central line access. The defect was discovered upon trying to insert introducer and meeting significant resistance, almost recoiling. Introducer advanced through skin, but unable to access vein. No harm came to patient, this did not delay care, no negative impact noted. A new introducer kit was utilized and further PICC placement was successful.